Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 2183161-2025-00024. The date of that submission was 20-02-2025. E1 - initial reporter phone: (B)(6). H6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the patient was awoken to a key stuck error. During the infusion, there were alarms, and the error was resolved by preparing a new bag with a new pump, as it coincided with the scheduled pump switch. The drug being infused was blincyto, with a continuous infusion rate of 0.6 ml/hr and a reservoir volume of 110 ml. The air detector was on, and the upstream sensor was on. The length of infusion was 168 hours, and the cassette was locked. The pump was used to prime the extension tubing. There was a delay in the patient's treatment, as the patient went without medication from approximately 2 am until 8 am.